Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder had a flame at the jaws. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt, the silicon on the jaw boots was peeling/detached, and the tri-heater assembly was bowed out. The device did not pass the pre-cautery test, no steam was generated. The handle was opened and the micro switch was found to be defective. The complaint is confirmed for electrical failure. The exact root cause of the reported failure mode has not been determined. A device lot history review was performed, and there were no non-conformities that could have contributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if add'l info is obtained. (B) (4)